Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced issues with the cgm alarm. It was determined that the issue was related to the mobile application. No product or data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.